Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple altitude alarms. The contact stated that the temperature is hot and humid where the customer resides; however, the customer has been inside and the pump has not been exposed to condensation, humidity or water. The contact confirmed there were no issues with the cartridge. Customer's blood glucose level ranged from 119 to 123 (mg/dl). Reportedly, after two hours, the pump was still unable to be cleared and has not resumed insulin delivery. The customer confirmed that an alternate method of insulin delivery will be available.